Manufacturer narrative:
The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including bench handling and full functional stress testing without duplicating a malfunction to the device. An internal inspection found debris in the flow screens which could explain the user advisories. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault 3001" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.